Event description:
It was reported there was an issue with the sensitivity in both chambers. It was also reported the equipment housing is broken and open, is missing the screws, and missing parts. It was also reported it appears the device was dropped. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis could not confirm comment of sensitivity issue; device passed incoming functional tests. Analysis found the upper and lower cases are broken and contaminated. Five case screws, one side bail cover, side bail, and the battery drawer o-ring are missing. Battery release, knobs, ring cover and one side bail cover are contaminated. Lead flex cover is corroded, battery contacts are compressed, ring bail is bent, battery drawer is broken, keyboard is scratched, serial number label is torn, and the menu encoder nut is loose. Lcd (liquid crystal display) is out of electrical specification; missing segments. Encoder flex is out of electrical specification and menu knob is not working.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.